Event description:
The facility contact stated that she had been made aware of an occurrence in which the clinician heard the device lock, but that it had not locked. No needlestick resulted according to the reporter. The reporter was unable to give further info, and the device is not available.